Manufacturer narrative:
(B)(4). Unk magnum head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00449. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Medwatch report states patient underwent a right metal on metal tha and a left tha. Subsequently, patient claims to has had the left hip revised approximately 9 years later due to dislocation and metallosis. Patient also claims to have strange health issues, problems with heart, lungs and skin and fluid build up in both hips. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g4, h2, h3, h4, h6 reported event was confirmed by review of medical records. Review of medical records identified patient underwent left hip arthroplasty. No complications noted during procedure. Patient under left hip revision arthroplasty. Left hip pain with extensive metallosis. Infection was ruled out. Extensive metallosis present, copious brown fluid suctioned out and sent for cultures. Extensive loss of bone posteriorly and superiorly around the shell. Stem was left in place .antibiotic stimulan beads placed prophylactically. Medical records did not identify dislocation or instability; however medwatch report noted that the patient had dislocation and instability. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11: ref (B)(4) lot 637690 m2a taper adapter. Ref (B)(4) lot 227910 m2a head 49mm. Ref (B)(4) lot 683870 mallory stem.

Event description:
It was reported the patient underwent a revision approximatley 9 years post implantation due to pain, instability, and swelling. During the revision, extensive bone loss and metallosis were noted. The head, liner, and shell were replaced without complication.